Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high, out-of-range shocking lead impedance measurement, triggering a red alert on the latitude system. Boston scientific technical services (ts) discussed that this lead's impedance had historically fallen around 100 ohms. Ts recommended monitoring the single-coil lead as reprogramming was not an option. Ts also discussed shock lead integrity testing if the impedance climbs to the 140 ohm range. No adverse patient effects were reported. This lead remains in service.

Event description:
Additional information indicated that the rv lead impedance had risen to 148 ohm. Boston scientific technical services (ts) stated that the lead could continue to be monitored until it reached 175 ohms, but discussed that the physician may want to consider delivery of a 1.1 j and a maximum energy shock to test lead integrity. The boston scientific field representative indicated that the patient will be monitored. No adverse patient effects were reported. Lead remains in service.

Event description:
Additional information was received indicating that defibrillation threshold (dft) testing was performed. Shocking lead impedance measurements remained out of range but the induced shock was converted. Boston scientific technical services (ts) discussed either monitoring or revising the lead per physician discretion. No additional adverse patient effects were reported. This lead remains in service.